Event description:
It has been reported that one syringe 10ml saline fill ce has been found damaged before use. The following has been provided by the initial reporter: found 1 syringe with a broken/chipped barrel.

Manufacturer narrative:
Investigation: bd has been provided with 60 samples for catalog 306575 lot 9024959 to investigate for this record. Visual examination of all samples were deemed to be in good condition with no broken or damaged plungers. As a result, bd was unable to verify the reported issue. After reviewing the batch history records and manufacturing records, there were no issues documented related to the reported defect. Unfortunately, as a result, bd is unable to determine a definitive root cause.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 10ml saline fill ce has been found damaged before use. The following has been provided by the initial reporter: found 1 syringe with a broken/chipped barrel.